Event description:
It was reported that a prospective randomized controlled study was done to compare outcome of indirect decompression by means of x-stop implant with conventional decompression in patients with neurogenic intermittent claudication. One hundred (100) patients were included; 50 in the x-stop group and 50 in the decompression group. The mean patient age was 69 and the male/female distribution was 56/44. Thirty nine (39) patients underwent double level surgery (19 x-stop, 20 decompressions) and 61 patients underwent 1 level surgery (31 x-stop and 30 decompressions). The non-inferiority hypothesis included 6, 12, and 24 months of follow-up, and included intention-to-treat as well as as-treated analyses. It was reported that bleeding exceeding 400ml was seen in 1 patient in the x-stop group. Thirteen (13) patients in the x-stop group underwent further surgery including removal of the x-stop and decompressive surgery. Eleven (11) x-stop patients reported no symptom alleviation. One patient experienced perioperative spinous process fracture in the x-stop group. Two patients died during the follow-up period of causes unrelated to the operation. Two patients were lost to follow-up. The results were more or less identical at 6, 12, and 24 months follow-up. According to the zcq, mean patient satisfaction was significant and did not differ between the groups and similar improvement for the group was seen for symptom severity as well as physical function. Conclusion was that improvement can be found with both types of procedure, however a higher reoperation rate occurred with the x-stop group.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.